Event description:
It was reported that externalized conductors were noted via fluoroscopy. All electrical measurements were normal. Patient to be seen again in october.

Manufacturer narrative:
No medwatch form was received.